Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced hyperglycemia with blood glucose of 500mg/dl. Customer was treated with manual injection. It was unknown whether the customer was using the auto mode feature or not. The insulin pump will not be returned for analysis.